Event description:
According to the reporter during a laparoscopic procedure, the nurse had a hard time engaging the device, then the suture needle broke during process. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.